Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a system error was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that between 2:59:04pm and 2:59:05pm on (B)(6) 2016 three pump modules were infusing when the system was toggled between ac and dc power multiple times in less than one second. The event log shows a central unit malfunction occurred at 2:59:05pm. The pcu error log shows a malfunction with error code 121.2000.2 occurred at 2:59pm on (B)(6) 2016. This corresponds to the central unit malfunction observed in the pcu event log. The system was then powered back on at 3:00pm and the pump modules were reprogrammed. Error code 121.2000 is related to the power supply communication subsystem and occurs when the processor quits responding. Functional testing was performed and found the device to perform within specification. During testing the pcu was programmed with one module to infuse continuously; the pcu was then plugged into a test power cycler programmed to turn on (ac) and off (dc) at various intervals. The malfunction was not replicated after approximately 60 hours of continuous testing. The proximate cause of the customer¿s report of a system error was identified as the reported power outage/fluctuations causing the power supply communication subsystem to quit responding. The root cause of the error was not determined.

Event description:
The customer reported that during a power outage the pc unit alarmed for system error and was observed to be blinking red (not green). The alarm was only able to be silenced by turning off the system and restarting and reprogramming the infusions. The restore function was not available and each channel had to be reprogrammed. There is vague anecdotal information that the patient had transient vital sign changes during reprogramming of the modules, however no patient harm was reported to have occurred as a result of the event, and no other details were provided.